Event description:
It was reported to boston scientific corporation one day prior, that during a percutaneous nephrolithotomy, while using an amplatz guidewire, a stent (unk product) would not pass over the wire. It was reported that "the stent was catching on something near the distal end of the wire and we could not deploy it. There appeared to be some defect in the wire." The guidewire was removed and the procedure was completed using a second same type guidewire. There were no reported complications for the pt. Pt age, gender, and weight is not known.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and manufacture dates are unk. Info supplied was completed by the manufacturer based on info obtained from the complainant. Although the device is expected to be returned, at the time of this filing, bsc has not received the product. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.